Event description:
Pneumoclear smoke evacuation high flow tube set is broken. The smoke evacuation tubing was disconnected at the circle. The team noticed this after passing the connection to the machine tot the circulator. Circulator threw it away.